Event description:
On october 2, 1995, the individual was informed that her rast test was positive for latex allergy. The individual allegedly became sensitized to latex from wearing latex gloves while performing her job duties.